Manufacturer narrative:
The returned device was evaluated. During testing it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds or until the device battery charge ran out. In this condition, the device was unable to operate for more than a few seconds. The instrument board was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that after 5 minutes monitoring the device turns off on its own. It was also mentioned that the device turns off under both ac and dc power. There was no known patient impact or consequences.